Manufacturer narrative:
This was initially reported on the summary report dated 8/30/2014 under exemption e2013032

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced extrusion, urinary problems, recurrence, bleeding, vaginal scarring, emotional distress and other unspecified injuries. The plaintiff also experienced pelvic pain and erosion. It was furthermore reported that the plaintiff underwent a sling incision and perineorrhaphy due to severe voiding dysfunction and dyspareunia. The device was partially explanted. Furthermore, it was reported that the plaintiff died. No cause of death was reported.